Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Approximately 4-5 hours post-procedure, the patient became hypotensive and was found to have a circumferential pericardial effusion per transthoracic echo (tte) which led to cardiac tamponade. The patient returned to the cath lab for a pericardiocentesis where 585ml of sanguineous draininage was aspirated and auto-transfused back to the patient. The patient was stable and the drain was left in place. The cause of the effusion was suspected to be either from the transseptal puncture as the septum was very floppy or the tug test as the heart was hyperdynamic. The patient was discharged.